Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. Retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by b. Braun affiliate: description of malfunction/failure: (B)(4)_ foreign matter present description of event:inspect that the ultrasite injection site package is intact, and it is found that a layer of grease-like substance is attached on the surface of ultrasite injection site after opening within the shelf life. Preliminary handling of event:after opening the ultrasite injection site, it was found that a layer of grease-like substance was attached to the surface of the ultrasite injection site, which was a product quality problem and confirmed as a processing technology problem of individual products through communication with the manufacturer. After investigating the same batch of products and asking the other departments using the product, no same situation was found. The supplier agreed to replace the same specification of products with the department, feed back to the manufacturer, and promised to strengthen product quality inspection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.